Event description:
International affiliate reports instrumentation had been performed with mountaineer oct system in (B)(6) 2012, for cervical spondylotic myelopathy. Revision surgery was done to remove and replace the spinal rod in (B)(6) 2013. The rod was discarded by the customer. Follow up exam after this revision surgery found a previously implanted mountaineer oct y-plate was broken. Because no clinical manifestation was noted, the plate remains in the patient who is being monitored by the surgeon. This report is for the mountaineer oct y-plate. See mfg medwatch report# 1526439-2013-11748 for the rod that was involved in this event.

Manufacturer narrative:
The device remains implanted as no clinical manifestation was noted. The patient is being monitored by the surgeon. A follow up report will be filed upon completion of the investigation. The device remains implanted.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.